Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found that the haptic was broken. Dimensional inspection: lens was found to be within specifications. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Claim# in previous MDR should be corrected to (B)(4). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -7.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2019. The lens was explanted on the same day in a different surgery due to lens opacity (asc). The reporter stated " the doctor noted the opacity after implantation. The opacity is more resolved than before, it was a little improved after being treated with medication. Immediately after the removal of the lens bcva was decreased but recovered. At the last visit bcva was 20/20 ((B)(6) 2019)". If additional information is received a supplemental medwatch report will be submitted.